Event description:
Medtronic received information regarding an axium coil that was stuck in the sheath and ultimately detached prematurely. The patient was undergoing a coil embolization procedure to treat a left carotid artery unruptured saccular aneurysm. The aneurysm max diameter was 5.5mm and the neck diameter was 3mm. Patient's blood flow and vessel tortuosity were normal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil experienced resistance and became stuck in its sheath. The coil could not be removed even after flushing and was eventually detached inside the sheath. The patient was reported to be alive with no injury. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.